Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2016 to assess the instrument test well image in question. Well number two (2) of the antibody screen in question, known to be k antigen positive, appeared negative with an intact cell button and a slightly pink haze noted in the background. The immucor laboratory tested retention product on 08aug2016, which performed as expected.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.